Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a clogged nozzle with black debris inside. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was clogging of the material in the nozzle. However, a definitive root cause could not be determined. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention method associated with the event in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.